Event description:
The patient reported that the v-go falls off after an hour to hour and a half of applying it. The patient stated she does prep the area correctly before applying the device. This is not the first time this has occurred, it also happened on (B)(6) 2021. The patient was not doing any excess movement or excessive sweating. The patient wears the v-go on the arm. The patient discarded all the devices.